Manufacturer narrative:
The suture mediated closure (smc) system was not returned for analysis. Unused/sterile devices with the same part/ lot number as the original complaint device were returned and tested with no issues observed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no additional similar incidents for this lot. The cause of the reported difficulties and the subsequent treatments are due to the circumstances of the procedure. In this case, it is likely that there was an interaction with the foot and tissue preventing the foot from fully closing entrapping the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9, h3 - the device was initially reported as returning for analysis, but has now been reported as not returning because it is retained by the account.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a prostyle device after a percutaneous coronary interventional procedure with a 6f sheath. Reportedly, after deployment, the device could not be removed from the patient. The device body was intentionally broken to manually manipulate the actuator wire; however, the foot-plate failed to fully retract. Contralateral access was gained and an armada 35 (10mm x 20mm) balloon was inflated to tamponade the vessel and the patient was sent to the operating room. A surgical cut-down was performed to remove the entrapped device and surgical suturing was used to achieve hemostasis bilaterally. There was a reported clinically significant delay due to surgery. No additional information was provided.